Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose and seizures on october 2, 2019 with blood glucose was 594 mg/dl. The customer was treated with intravenous insulin. Customer was unable to complete care link upload. Customer had not any concern with the insulin pump. The insulin pump will not be returned for analysis.